Event description:
Same patient as 2134265-2013-03583. It was reported that during a rotational atherectomy intervention procedure, a burr detachment occurred. Patient presented with mi. The 100% stenotic lesion was located in the severely tortuous, severely calcified and totally occluded proximal to mid left anterior descending artery. After thrombosis absorption, the physician attempted to perform ivus with a non-bsc catheter but was unable to cross the lesion. The physician then advanced a 1.25mm rotalink burr to the lesion and during ablation was unable to cross the lesion. After exchanging the rotawire guidewire for an extra support rotawire guidewire, the physician was performing ablation when the burr ¿jumped over the lesion¿ and got stuck. The physician tried several times to remove the burr using the dynaglide mode, but the device remained stuck. The physician then used a snare and while strongly pulling on the snare, the burr detached from the catheter. The physician then inserted an unspecified guide catheter via a different vessel and crossed the rotawire guidewire at the site where the burr was stuck. Then an unspecified balloon catheter was inflated to dilate the lesion and the burr and balloon were removed from the patient. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).